Event description:
It was reported that the patient had a lower leg infection, which is suspected to have spread to the implantable pulse generator (ipg) pocket site, with symptoms including a red, raised spot over the ipg incision site. The patient was hospitalized and received antibiotic treatment. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7109143, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7109098, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36390300, UDI: (B)(4).

Event description:
It was reported that the patient had a lower leg infection, which is suspected to have spread to the implantable pulse generator (ipg) pocket site, with symptoms including a red, raised spot over the ipg incision site. The patient was hospitalized and received antibiotic treatment. All device components were explanted and were not returned.